Event description:
Initial calcium result of 12.8 mg/dl. Same sample repeated twice gave results of 9.2 mg/dl. And 9.0 mg/dl. The initial result was not reported. The field service representative was unable to determine cause. The user reports no further occurrences.